Event description:
It was reported to philips that the system was unable to boot up. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system couldn't boot up intermittently from the morning and there was no display on the monitor. Upon troubleshooting, fse found that the network switch was faulty. To resolve the issue, fse replaced the ethernet switch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.